Manufacturer narrative:
Result: nurse call cable. The reason for the serialization starting with (B)(4) is to provide clarification following a change in stryker's electronic complaint systems.

Event description:
It was reported by service report that the nurse call wire was cut and not working. Customer reported that they did not know if there was any pt involvement or if there were adverse consequences to report.